Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon evaluation, the pins in the monitor's belt connector were tarnished. The cause for the code 204 is the tarnished connector pins. The exact source of the tarnish cannot be positively determined. No adverse event resulted from the defective monitor belt connector. The pt received a replacement monitor.

Event description:
A (B)(6) male pt contacted zoll customer support to report a service code 204. The pt was issued a replacement monitor.